Event description:
It was reported that the ventilator generated an alarm indicating an o2 concentration issue. Moreover, the ventilator's gas modules were found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and ventilator¿s log files were not provided. Our field service engineer (fse) was on-site to investigate the reported issue further and found out that the air gas module was damaged and required replacement. Information about the current status of the ventilator has not been provided.

Event description:
Manufacturer's ref. #: (B)(4).